Manufacturer narrative:
Section b5: additional information. The reported phase to phase short was initially reported in MFR # 2916596-2019-01112. Section b1: correction; section d4, h4, h6: additional information; section d4: the correct UDI is (B)(4). Manufacturer's investigation conclusion: the reported pump stoppage event could not be confirmed through this evaluation as no log files were submitted for review and the device was not returned for evaluation. Additionally, a specific cause for the reported pump stoppage could not be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2019. The patient had a known phase to phase short (originally addressed in MFR # 2916596-2019-01112) and was not an exchange candidate. He and his wife chose not to pursue any further options due to the patient¿s worsening dementia. The patient¿s death was reportedly related to the phase to phase short and the patient reportedly ultimately expired due to the pump stopping. No further information was provided. As of the date of this report, heartmate ii lvas, serial number (B)(6), has not been returned for evaluation. The investigation file will be closed accordingly. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. The heartmate ii lvas IFU also discusses pump speed, power, flow, and pulsatility index in section 1. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient expired on (B)(6) 2019. The patient had a known phase to phase short and was not an exchange candidate. He and his wife chose not to pursue any further options due to the patient¿s worsening dementia. The patient¿s death was reportedly related to the phase to phase short and the patient reportedly ultimately expired due to the pump stopping. No further information was provided.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient expired due to a unknown cause. No further information was provided.